Event description:
It was reported that the radiofrequency programmer head had telemetry failure. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure and the cable was therefore replaced. It was further noted that part of the label was missing and the label was also replaced.